Event description:
It was reported several months after the fact that during a tonsillectomy procedure using a coblator ii controller, the ablate function on the unit was not working properly. The surgeon tested add'l wands, yet the issue persisted. Ultimately, the surgeon opted to complete the case using an alternative method. There were no significant delays or pt complications reported as a result of this event.